Manufacturer narrative:
The subject device was returned to the olympus repair center. The repair inspection was not able to reproduce the reported errors. However, according to the device¿s recorded error log, the error e433 (tb tvs diodes short circuit) occurred 6 times on (B)(6) 2023. Since, the e433 error could not be reproduced, it is likely the e433 was a temporary error. The legal manufacturer (oste) performed a review of the device history records for the concerned device. There were no nonconformities associated with the device with respect to the described issue. Based on the device evaluation, the cause of the e433 error could not conclusively be determined, however, the reportable error, e433, is a known issue. The e433 error will occur if the effective value of the output signal falls below the intended limit, which normally indicates a low-impedance diode chain. As a safety precaution, the device restarts. If the cause of the error persists, an unlimited permanent restart may follow, then the device is no longer operational. In this case, possible causes for temporary error messages are: interference of the esg-400 generator due to scattered electromagnetic interfering fields (temporary fault). The operator activates the footswitch during generator booting (temporary fault caused by user action). A defective footswitch (temporary fault). A defective footswitch (temporary fault, defective reed contact). A faulty cable connection between hvps board and generator board (temporary or permanent fault). A faulty cable connection for the output signal between generator board and relay board (temporary or permanent fault). Please note: the generator board shall only be replaced when the error is permanent and can be traced back to this component. If the error is temporary or cannot be reproduced at all, a replacement of this board effective (not even as precautional measure). When this error occurs temporarily, no further action is necessary. A user error cannot be completely excluded for this error. Error 101 is a spark monitor communication error and can be caused by a defective optical data connection or a disturbance of the micro controller of the park monitor. When this error occurs temporarily, no further action is necessary because the generator will be re-initialized during a restart. In general, the customer is required to check the function of all devices used prior to a procedure. As stated on the IFU (instructions for use manual) and as a preventative measure, the IFU states a suitable replacement device must be provided during an application. Olympus will continue to monitor complaints for this device.

Event description:
Olympus (oekg) was informed that the customer high frequency electro-surgical generator unit has e001 and e433 errors. The customer reported event was found during testing prior to procedure. The unit was replaced with another unit. No death or injury and no impact to patient or other was reported to olympus. This report is being submitted to capture the error e433 malfunction.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 3003724334.